Event description:
Same case as manufacturer's report #:6000130-2006-00266. It was reported that during a angiogram in the superficial femoral artery (sfa), the platinum plus guidewire tip caught on the sheath during withdrawal, unraveled and broke off. During this same procedure, the diamond balloon ruptured the external iliac artery. The lesion was 80% stenosed and heavily calcified, and was not predilated. The vessel tamponaded, and the physician resuscitated the patient. In the or, the tip of the platinum plus guidewire was found subentimal and palpable pulses were felt in the feet, so no additional intervention was done. Approximately a 1 cm piece remains in the body. Also, a linear tear was found across the lesion in the external iliac artery and the physician fixed it with an interpositional graft. The physician noted that this patient has bad disease with poor inflow. The physician also mentioned that he had performed a fem-fem crossover.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed. A review of the manufacturing record could not be performed as the batch number is unk. As the batch number is unk it is not possible to determine if any additional complaints have been received for this particular batch of devices.